Event description:
During an open bankart repair, the physician ((B)(6)) was utilizing a speedlock knotless implant. The physician placed the implant into the patient's bone but was unable to disengage the implant from inserter handle. The physician used a mallet in an attempt to reverse the gun handle. The implant was lightly tapped to correct level. However, the implant failed to break away from the inserter handle and instead the implant pulled out of the bone hole. After the implant was removed, the physician drilled a new bone hole and used a new implant to complete the procedure. The procedure was ultimately completed with no further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.